Event description:
Info received indicates the head section will not stay down and will drift back up.

Manufacturer narrative:
The technician replaced the head section gas springs to repair the stretcher, due to the stiffness of the springs.